Event description:
The nurse reported that during set up, ophthalmic operating system displayed system message and unable to use both ports. Planned surgery was vitrectomy. Patient impact were not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).